Manufacturer narrative:
The customer has been provided with a quote to replace the battery to address the complaint, which has been declined. No further actions are planned at this time. No report of patient involvement. (B)(6). The date of device manufacture is currently unavailable.

Event description:
The hospital reported that the unit didn't alarm for the battery failure and the unit shut down without the backup buzzer sound. There was no reported patient involvement.